Event description:
The customer reported that the system had a generator error and would not x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock and the controller board were replaced during the service call. The system was tested and found to be working as intended and put back into service.